Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.0, 4.6; date: (B)(6) 2011, inratio: 2.9, 2.6; date: (B)(6) 2011, inratio: 3.4; date: (B)(6) 2011, inratio: 3.0; date: (B)(6) 2011, inratio: 4.1, 2.9; date: (B)(6) 2011, inratio: 3.5, 2.7; date: (B)(6) 2011, inratio: 3.9, 2.8. Pt's therapeutic range: 2.5-3.5.